Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display screen went blank after a bolus attempt. Customer indicated that the battery was changed before and after the error but the screen is still blank. Customer does not recall any significant events leading to the error. Customer's blood glucose was 183 mg/dl at the time of incident. Troubleshooting was done for display but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the lcd board. The motor home switch was found corroded per visual inspection. Unable to verify the display disintegrating or other display anomalies due the blank display. No unexpected noise or alarm coming from the pump was noted. The pump was received with a cracked case at the display window corners, a cracked belt clip slot, and minor scratches on the lcd window.